Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant coil detached from the delivery pusher. The implant was not included for evaluation as it remains within the patient. The distal end of the delivery pusher outer diameter had evidence of thermal detachment as it was melted. The remainder of the delivery pusher was normal in specification. The root cause of this complaint appears to be that the user inadvertently detached the coil during the device pretest. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
This incident was reported to us on (B)(4) 2014. However, the incident details were not available until the distributor met with the physician on (B)(6) 2014. The incident details were summarized and received by mvi on (B)(6) 2014. It was reported that upon treating an aneurysm, the coil detached while a small portion remained within the microcatheter. A guidewire was used to push the remaining coil into the aneurysm. This was the last coil placed, no additional intervention was taken. The patient was discharged. No harm or injury was reported.